Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the error "proximal pressure sensor autozero failed" occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Based on the information gathered by the remote service engineer (rse), the customer¿s technician was unable to duplicate the reported issue and verified that the solenoid pins were connected properly. The device passed the required performance verification tests per philips standards and was returned to service.